Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), an arc was seen from the electrode pads. Complainant indicated that the clinician obtained another device and applied a new set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The pads were not returned to zoll medical corporation for evaluation; however, log files from the x-series were provided for review. Review of the logs showed that when the shock was delivered it exceeded the expected patient impedance by 75 ohms. Review of the lot history found no issues with CPR stat-padz from lot 4423e. The device history record (DHR) for pads from lot 4423e found that all samples passed in-process testing including impedance testing and the electrical discharge testing. Increased patient impedance can be attributed to multiple factors including insufficient skin preparation, incorrect electrode application/placement, or improper handling of the electrodes. The IFU (aw-2025-07 rev l) for the CPR stat-padz warns the user that excessive hair, poor adherence and/or air under the electrodes, as well as damage/folding in the electrode packaging can lead to the possibility of arcing and skin burns. No trend is associated with reports of this type.